Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were getting an error on the controller that said settings not available. Pt stated that as of today it was working a little bit, however they started not getting much stimulation but then it built up to their normal stimulation. Pt stated that they could normally increase the intensity past where it was currently at, however when they tried to increase the intensity they would see settings not available. Pt stated that now they were not getting any stimulation at all. Agent reviewed settings not available meaning with the pt. Pt was on group a. Pt only had group a available. Pt noted that the rep only programmed group a when the ins battery was replaced. Pt was able to decrease the stimulation, however they could not increase the stimulation back up due to settings not available appearing. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said that they had recharged the ins and that the ins was at 80%.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.